Event description:
It was reported that the screen on a ht70 plus ventilator was frozen. The ventilator was not on a patient at the time of the event. The ventilator was evaluated and upon power on, the ventilator's screen froze. A software upgrade was performed, which resolved the issue. The ventilator was ran for twenty four hours with no issues. The ventilator passed operational verification procedure.